Event description:
It is reported that the surgeon went to drill inside the trilogy cup for placement of screw. The drill bits broke off inside the patient. The surgeon had to put screw in without pre-drill.

Manufacturer narrative:
Evaluation summary: the fracture of the drill bits most likely occurred due to excessive bending moment, torque, or a poor quality pilot hole. However, the exact cause and type of failure of the drill bit is unknown since no product was returned. Evaluation: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.